Manufacturer narrative:
Additional narrative: this report is for four unknown distal screws/unknown lots. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cortex screw in question was found broken post-operatively on (B)(6) 2015. The reported cortex screw was used for a distal humerus fracture case (left arm) on (B)(6) 2015. The affected part was immobilized with a splint by (B)(6) 2015 and the fixation method was switched to by bandage on the same day. The surgery of explant and implantation was performed on (B)(6) 2015. The patient condition was stable after the re-operation. It was also reported that there is a broken screw, and in addition, the distal screws have all pulled out. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.